Event description:
A peritoneal dialysis (pd) patient contact reported to (B)(6) customer service that she has an allergic reaction with the use of the duropore silk tape. Patient stated it leaves her with blisters and discolors her skin. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).